Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was 332 mg/dl. Customer stated that the screen went black after inserting new battery. It was reported that the pump alarmed with replace battery now alert. The troubleshooting was performed and was advised if not aligned or tightened the pump may give battery failed alarm and pump alarmed battery failed alarm. The customer declined troubleshoot for high blood glucose. The customer was advised to monitor the pump. The customer was advised to revert to back up plan per health care professional until replacement cap arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. No unexpected failed battery test noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.